Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra 2 meter was displaying an apply sample message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began the first week of (B)(6) 2018. She stated that she manages her diabetes with insulin (unknown type) and made no changes to her normal diabetes management in response to the alleged issue. The patient stated that on (B)(6) 2018 she developed symptoms of fainting and itching. The patient stated that in response to the alleged symptoms she attended the emergency room. A blood glucose level of ¿349 mg/dl¿ was obtained on the hospital meter and the patient was administered insulin to lower the level. During troubleshooting the csr noted this was not the first time the product was being used, that the patient had been using the correct test strips, but did not know how to apply the blood to the strip. Csr noted that the test strip did completely draw in the sample. The issue was not resolved when a retest was walked through. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and required treatment from a health care professional, whilst using the subject meter. There is insufficient information to rule out the contribution of the subject meter to the event.